Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The unit was returned with no specified error. Upon triage of the unit on (B)(6) 2017, the service tech found that the unit had an illegible display. No patient involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿display issue¿. The unit was triaged and the reported issue was confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.